Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported event, however, the programmer powered up with a system error which indicated a video driver overheat, confirming the customer's comments. The mpu (main processor unit) printed circuit board assembly was found to be out of electrical specification. Analysis also found the printer drawer was broken, and the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer was overheating and turning off. It was also reported that the programmer had a broken printer drawer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.